Manufacturer narrative:
(B)(4) date sent: 1/4/2022 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes , at the vessel. If yes, how was the device removed? Slightly angled and opened did the jaws eventually open? (Yes, reverse) upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. B1 and h1

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unknown. Medical product: cartridge ecr60w lot # u40a76. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the stapler could not longer be opened. Red button was pressed. Procedure vessel was discontinued. To significant delay or patient consequences.